Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01212, 3005168196-2019-01213.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced extreme resistance and the smart coil would not advance out of its introducer sheath; therefore, it was removed. The physician attempted to advance a new smart coil, but the same issue occurred and, therefore, it was removed. The physician experienced resistance while attempting to advance a third smart coil; however, the physician continued to push very hard and reported that he felt it ¿popped¿ forward and the smart coil was successfully placed in the target vessel and completed the procedure. There was no adverse effect to the patient.